Manufacturer narrative:
Additional information: d10, h6, h10 device evaluation: one cadd administration sets was returned for analysis. The sample consist of one product from p/n 21-7324-24 l/n 3840903; the sample returned was received in used conditions inside a plastic bag with it original packaging. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination md01-003 and delamination was found in the join between the pump tube and the tube 105". Functional leak testing on the samples received were performed using hydrostat vessel to look for unusual functions and leak was observed fleeing from the bonding between the tubing 105" and pump tube. The customer's reported problem was confirmed. In order to perform a complete root cause analysis of this failure mode leaking from tubes, further investigation was performed and reported that the most probable root cause is a lack/insufficient cyclohexanone adhesive is generate for the variables that have the process for the solvent application to the tube. The problem source of the reported problem is manufacturing process.

Event description:
Information was received indicating that during use of a smiths medical cadd administration set, the set was inserted into a cadd pump and after approximately 15 minutes, the user noticed a leakage between the junction tubing- pump. The reporter indicated that the customer assumed it was a cadd set issue so the cadd set was changed with another one and the bolus administration was successful. No adverse effects were reported.